Event description:
It was reported that the user experienced a nocturnal low blood glucose of 69 mg/dl while sleeping, did not awaken to treat, and glucose subsequently returned to a steady range; the cause of the hypoglycemia was unclear and education on factors affecting glucose was provided. Symptoms included hypoglycemia without reported loss of consciousness, seizure, injury, or need for medical assistance. Outcomes included no hospitalization, no emergency care, and recovery without intervention. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device alarms reported during the event and no evidence of device malfunction based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.